Manufacturer narrative:
(B)(4). Customer has reported that the device is available for investigation, however, said device has not been received by the manufacturer at the time of this report.

Event description:
Customer complaint alleges the device "could not be folded down and disengaged from the handle. It took a great deal of brute force to separate the blade from the handle". Alleged event reported as occurred during pre-testing. There was no report of patient impact or consequence.

Manufacturer narrative:
(B)(4). Two (2) blades from the MRI kit were returned for evaluation, one (1) miller 3, and one (1) miller 2. A visual inspection was performed on the blades to determine if there is any indication of physical abuse/misuse/damage. It was found that the miller 3 blade has sustained physical damage in the form of a distorted (bent) blade where is joins the connecting base of the blade. Both blades were attached and engaged to a standard cross-cut reusable laryngoscope handle with no hesitation or interference. The miller 3 blade which is bent attached with no interference. Functional testing did not confirm the complaint. Both blades were attached and engaged on a known functioning reusable standard handle with no issues noted.

Event description:
Customer complaint alleges the device "could not be folded down and disengaged from the handle. It took a great deal of brute force to separate the blade from the handle". Alleged event reported as occurred during pre-testing. There was no report of patient impact or consequence.